Event description:
Unable to deflate cuff, pilot balloon not full. Cut the pilot balloon in hopes to deflate and did not work. Had to remove the ett with balloon inflated. Could have caused damage to the patient's larynx and vocal cords. Upon removal, found ett cuff to be over inflated with approximately 30 ml of air. In addition, the measurements listed on the ett were rubbed off by bite block and not able to monitor ett position. This device was present in the patient upon arrival from another hospital. Patient admitted to our hospital eleven days prior to the event.